Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit gave a "device error" message while in patient use. He tried changing the water trap and cable, but the issue persisted. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: mm/dd/yyyy emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: mm/dd/yyyy emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: mm/dd/yyyy emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave a "device error" message while in patient use. He tried changing the water trap and cable, but the issue persisted. There was no patient harm reported.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave a "device error" message while in patient use. He tried changing the water trap and cable, but the issue persisted. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit gave a "device error" message while in patient use. He tried changing the water trap and cable, but the issue persisted. There was no patient harm reported. Investigation summary: the reported device was sent in for evaluation and repair. During evaluation, the reported issue of "device error" could not be duplicated, but abnormal noise from the pump was observed. The root cause of the issue experienced by the customer cannot be definitively established, but the pump was replaced as a preventative measure. The complaint device had an initial installation date of (B)(6) 2018. As such, it had already exceeded its expected usage life. A review of the device's complaint history by serial number revealed one similar complaint raised in (B)(6) 2021, (ticket (B)(4) for which, the complaint of a device failure error was duplicated, and the gas module was replaced as a corrective action. Nk will continue to monitor and trend. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.